Manufacturer narrative:
Qn#(B)(4). It was reported that a representative device was being returned for evaluation. Said device has not been received by the manufacturer for evaluation at the time of this report.

Event description:
Customer complaint alleges the device connector disconnected repeatedly during a patient use. It was reported the patient had a break in ventilation each time disconnection occurred. The user repeatedly reconnected the device. (Cont) there was no report of patient harm or necessary medical intervention.

Event description:
Customer complaint alleges the device connector disconnected repeatedly during a patient use. It was reported the patient had a break in ventilation each time disconnection occurred. The user repeatedly reconnected the device. (Cont) there was no report of patient harm or necessary medical intervention.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on 22m swivel connector of both the tracheal angular connector and the bronchial angular connector. Three representative samples were retrieved from current production at the manufacturing facility for simulation purposes. The samples were subjected to a plug gage test. During the testing it was found that the 22m swivel connector of all three representative samples is within specification. The representative samples were then subjected to excessive force to replicate the defect found in the returned sample. A crack mark is present when there is excessive force exerted onto the inner part of 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. It was found that the failure could be replicated when there is excessive force exerted onto the inner part of 22m swivel connector. Due to an increasing trend in complaints from this lot number (18it10), a non-conformance was opened to further investigate.